Manufacturer narrative:
Analysis of the AED's log files confirmed the reported issue but did not identify a cause for the depleted battery pack. Troubleshooting of the AED with the customer identified that once a new battery was installed and a manual self test run the AED functioned as designed and could stay in service.

Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported that their AED will not power on but powered on with a spare battery pack. They reported that this did not occur during patient use.